Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches to the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a temporary basal. Customer removed the battery and reinserted it and the issue persisted. Blood glucose value was 3.4 mml/l. Nothing further reported.